Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and observed that the hydraulic piston of the arm was damaged. The service representative replaced the hydraulic arm pin to resolve the issue. Subsequent testing did not identify further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the mechanical arm of the sorin centrifugal pump system with tubing clamp did not maintain the desired mounting position of the drive unit during a procedure. There was no report of patient injury.